Event description:
Boston scientific received information that this patient has called patient services several times stating he has not felt well since the device implant. He's had shortness of breath (sob), dizziness, palpitations, fatigue and most recently has stated that he has passed out. His physician has ordered some new medications, but the patient believes that it was not helping so he stopped taking it. The patient also feels as if his physician is keeping things from him that he should know regarding his health and heart. The patient stated that some most recent reprogramming that was done, made him feel like he was going to die and he passed out. After which, his programming was changed again. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.